Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter split. The following information was provided by the initial reporter: last night, nicu went thru 3 IV¿s, one had a catheter that split, one wouldn¿t rethread, and one wouldn¿t pierce the skin.

Manufacturer narrative:
B3: date of event: unknown. The date received by manufacturer has been used for this field. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-jun-2023 . H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received 6 24gx0.56in insyte autoguard devices from lot number 3002689. A gross visual inspection shows that one unit is sealed in its packaging, (B)(4) units have needle covers over the needles and 3 units are only catheter assemblies. None of the units display any physical defect or damage. Per the report, the investigation was performed for a dull needle, difficult threading and defective catheter. None of the provided catheters were found damaged. The catheters that were provided were leak tested and none showed any leakage. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter split. The following information was provided by the initial reporter: last night, nicu went thru 3 IV¿s, one had a catheter that split, one wouldn¿t rethread, and one wouldn¿t pierce the skin.